Event description:
Caller reported a cartridge alarm 20 occurred during pumping. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Cts resolved the issue by arranging for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as backup therapy.